Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2020-66773

Event description:
A facility representative reported a refractive error following an intraocular lens (iol) implantation. The iol was exchanged approximately 3 months after the initial implantation. Additional information has been requested.